Manufacturer narrative:
After several attempts were made to obtain the catheter referenced in the initial report, it was not returned to siemens for investigation. According to engineering, based on trend analysis, the probable cause of the reported phenomenon could be stack damage or saline contamination due to user error. Reference complaint # (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a magnetic distortion error 402 was displayed on the carto 3 ultrasound system. The user replaced the cable but the issue was not resolved. After the catheter was replaced, the error was gone; however, the replacement catheter displayed a poor quality and grainy grainy image. The user replaced the catheter and the image problem was resolved. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported phenomenon and patient outcome but with no results.